Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not connecting to the emr and was incorrectly labeling the patient location. A technical support specialist (tss) determined that a hold command had been used, which caused the patient to be placed in an incorrect location. It was identified that using the transfer command instead would have moved the patient correctly without issue. The issue was resolved following identification of the correct workflow. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not connecting to the emr or labeling the patient location correctly. The room names in the emr had been adjusted, and the new room descriptions had not been transmitted to the pyxis system. As a result, the device continued to display outdated room numbers, which caused confusion about which patient should receive the selected medications. This was a potential medication safety issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.